Manufacturer narrative:
Correction: please retract this report 2017865-2019-14146. Information review notes the complaint was not on this device but the issue was due to a transmission issue on an app (application), an external product not reportable. This device does not transmit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted upon interrogation that several atrial fibrillation episodes had been recorded throughout the week but had not been transmitted via the website merlin.net, although the patient's home monitor reported successful daily connectivity and alerts. The patient was instructed to initiate a transmission from home following the event. This was successful. The reason why the events were not automatically transmitted could not be determined. There were no patient consequences.